Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed on multiple, intermittent occurrences along the infusion set tubing and cartridge tubing. The customer's blood glucose level was 487 mg/dl. Reportedly, the cartridge and infusion set was replaced to resolve the issue, and continued using the pump for insulin therapy.